Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 378-415 mg/dl. Reportedly, the customer changed the infusion set and cartridge to address the occlusion prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.